Event description:
The pt was walking with the nurmi neo just before bed time. On one side of the nurmi neo the bolt sheared off causing the nurmi to drop down. He fell forward onto polished floor board hitting his chin. He sustained a deep cut to his chin. He was taken to accident and emergency for stitching and xray.

Manufacturer narrative:
It has not been possible to get the nurmi neo back at this stage. It was assessed and repaired by the funding body and returned to the child. We are in contact with the mother of the pt to get further info.